Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The company representative reported the suspect component is available for analysis and an return good authorization (rga) has been issued. A carefusion service representative evaluated the device and identified a possible suspect component. Replacement parts are pending receipt to complete the repair. At this time, the carefusion failure analysis laboratory has not received the suspect component for evaluation.

Event description:
The customer reported while using the vela ventilator, the touch screen is defective. The customer reported during pre-use setup, the touch screen stopped working and shows halos. The customer reported no patient involvement is associated with the event.

Manufacturer narrative:
Device evaluation: results of investigation: the carefusion failure analysis laboratory received the suspect front panel assembly for investigation. Upon visual inspection, the reported issue was able to duplicated and isolated the root-cause to fluid ingress within the touchscreen. The touchscreen was non-responsive to touch. This issue will be internally investigated within carefusion.